Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was wear and tear on the front cover and enclosure, there was a missing reflux plug, and a cracked water tank cover. Functional testing included powering on the device with water in the tank and an attached temp check. The reported problem of the device not heating was confirmed through testing. The root cause of the reported issue was found to be a fault heater that was damaged by normal wear and tear. No repair actions were taken given the age and condition of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not heating. No patient injury was reported.